Manufacturer narrative:
N/a

Event description:
The following has been reported: a formal incident report has been submitted. .following surgery, while transferring the patient back to bed, the noradrenaline infusion pump alerted for "low battery" for the first time, followed by a complete loss of power within seconds (blank screen). .the pump was plugged in immediately but remained non-functional. .the patient's blood pressure dropped rapidly to a dangerously low level (45mmhg systolic). Attempts to raise blood pressure with pre-drawn adrenaline boluses via cvc were unsuccessful. .due to the risk of cardiac arrest, chest compressions were initiated along with administration of higher-dose adrenaline. An emergency call was made to the anaesthesia team. .fortunately, blood pressure responded, chest compressions were stopped (lasting approximately 30 seconds), and overall cardiac output disruption was less than a minute. Blood pressure initially spiked high but quickly stabilized. .the ICU team continued administering titrated adrenaline doses to maintain blood pressure while a replacement pump was prepared. .haemodynamic stability was achieved, and the patient was safely transferred back to the ICU. Reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed and reported event was confirmed. (Please see attached investigation report for details) "the reported device was received in brézins for investigation. First during external inspection, it was noted that the device was dirty, with dents on the outside of the door and liquid infiltrations. Device history log was reviewed and reported event was confirmed. Battery life test was performed, reported event was confirmed. While the battery is charging, an error 17 triggered (link to a defective battery, charge too long). However, the quality control was compliant. Following functional tests, internal cross-tests were performed. With a control battery, the cut off is 5min as stipulated in the technical manual, and the charge was completed without any error. The preventive maintenance was carried out in 2023, according to the quality certificate received, and the reported battery was not the one installed during manufacturing. Therefore, the reported event is confirmed and the root cause is likely due to a defective battery. According to provided information, the patient's blood pressure dropped rapidly, requiring chest compressions nad high-dose medication. Thankfully, blood pressure was restored, and the patient returned safely to intensive care. Please be informed that event was opened for this issue to continue the investigation on this battery with the supplier, for this reason we've kept the battery." This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action this complaints has been reported as MDR to FDA.